Event description:
Guide wire being used in cardiac cath procedure. Upon removal of the wire, it caught on a strut and could not be removed. Attempts were made to try and remove the wire. The majority of the wire was removed, although a small portion remained in the lad. Multiple attempts were made at removal, unsuccessfully. It was determined, after consultation with another cardiologist and cardiac surgeon, that the wire was in a location with low risk of embolic event. Patient discharged without chest pain. Patient to start on plavix and repeat angiogram in 4 weeks.